Manufacturer narrative:
The ventilator was investigated by our field service engineer. The air and o2 gas modules were replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced parts was not returned for investigation. Provided ventilator logs confirms the reported alarms for low o2 concentration. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms indicating low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).